Event description:
In 2009, a patient/layperson alleged that he became hypoglycemic after basing insulin on an inaccurately elevated result obtained with his one touch ultrasmart meter. The patient reported the following information to lifescan. At 7:12 a.m the day before, the patient tested, result 18.7 mmol/l (correct unit of measure). Based on a sliding scale, the patient injected 20 units of humalog then prepared and ate the same amount and type of food he normally eats for breakfast. The patient felt fine before testing and eating. The exact sliding scale was not provided although the patient takes with meals, 15-16 units morning, 11 units lunch, and 22 units dinner. Two hours later, the patient had "blurred vision and shaky knees." The patient was able to test: result 1.7 mmol/l on his other ultrasmart meter. Because he almost "passed out" attempting to get cookies to eat, his landlady help him. She gave him two glasses of orange juice (not an orange as previously reported). The patient felt better ten minutes later. Because the patient's symptoms meet criteria for serious injury and the patent alleged the product was responsible for the low blood glucose, the complaint is reported. The patient described correct testing technique; however, apparently he had no control solution to troubleshoot. The products were replaced.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.